Manufacturer narrative:
The pt remains ongoing on lvad support with no further issues. The suspect system controller was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt received a red heart alarm and attempted to connect to the power module when pump stopped. The pt was reportedly unable to read data on display module while connected to power module. Initial review of the pt's log file data showed two motor stopped events associated with a loss of power to the system. Other events captured in the log file included power cable disconnect and several low voltage advisory events. The pt's system controller was exchanged as per the instructions in the info for use (IFU) and the hosp provided the pt with a replacement.